Manufacturer narrative:
B3: event date is month / year valid. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that while the stimulator was being charged, an alarm sound was suddenly emitted from the recharger and the orange lamp started flashing. Similar incidents have occurred about 4 times. When the recharger was placed on the stimulator and the recharger app was launched, it was displayed that charging was ¿very good¿ even though there was no charge in the stimulator at all. The recharger¿s charge level was at 80%, so it was requested that charging be continued as is. Normally, when the recharger shifts away from the stimulator, it is supposed to enter search mode, but about 4 times, instead of entering search mode, the orange light started flashing and an alarm sound was suddenly emitted. Currently, since this situation is not occurring, it was requested that the situation simply be monitored. If the situation recurs, it was requested that contact be made again so that instructions for resetting can be provided. It was noted it was unknown if the issue was resolved at the time of the report. No patient health damage reported. Additional information was received. It was confirmed that replacement recharger was provided and the issue resolved. The replacement recharger was received and paired, but the stimulator could not be charged. When the recharger was applied to the stimulator, an alarm sounded after about 20 minutes and the issue was not resolved. When the recharger app was launched on hand, the recharger showed full charge and "charge is very good" was displayed during charging, but the stimulator¿s charge level was not shown. The therapy app was also launched and checked, but the stimulator¿s charge level was not displayed. Additional information was received. As previously reported, communication between the ins and the wireless recharger could not be e stablished, and charging could not be performed. Strictly speaking, charging was achieved for approximately 20 minutes; however, after about 20 minutes, an alert occurred, with an audible beep from the recharger and the red indicator light lit. In response to this issue, replacement products were provided and troubleshooting was attempted; however, charging could not be performed even with a new recharger. It was inferred that no malfunction was present in the recharger or in the replacement items provided. Ultimately, the issue was judged to be related to the ins, and a device reset was performed using the recharger. After completion of the reset, it was confirmed that charging could be performed using the recharger and that all operations, including stimulation on/off and stimulation group changes, could be performed without issue. The case was considered resolved at that time. Approximately 30 minutes after completion of all actions, an additional call was received from the patient, reporting that stimulation was automatically turning off. When checked using the patient handset, it was confirmed that stimulation turned off a few minutes after being set to on. When the handset was reconnected, stimulation could be turned on again; however, it reproducibly turned off, and this cycle was repeated. A connection was then established using the physician programmer and stimulation was set to on; however, the connection with the physician programmer was immediately disconnected, and stimulation was turned off. It is unclear if these issues have been resolved. The patient seems to have their old recharger, and it will be sent to japan qa soon. Additional information was received. The cause of the ins turning off was not determined, no further information is available. The patient is currently under observation.

Manufacturer narrative:
H6. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that cause of the ins issues was unknown. The ins was replaced and the issue resolved.

Event description:
Additional information was received. It was reported that from what has already been reported, it was very clear that the ins may have some kind of defect, but they couldn't prove that peripheral equipment (rechargers, communicators, etc.) Were not involved at all, so they would return all products related to this incident for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the ins replacement was on (B)(6) 2026.